Event description:
Procedure type: hernia. According to the reporter: customer refused to use item 174006, handle sticks and tacks do not deploy. Eleven of the 15 tackers were disengaged into the pt's cavity. The surgeon removed those tacks from the pt. There was no bleeding. Extension of operating room time was 30 mins. No pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.